Manufacturer narrative:
The investigation for the reported low pump flow, limb ischemia, positioning issues, and hemolysis has been completed. The impella device was not returned for evaluation. Data logs confirmed the low flow and the pump was not in proper position. Logs also showed 7 hours after low flow occurred, the pump was not in proper position corresponding with clinical time hemolysis occurred. The root cause of hemolysis was most likely due to pump was not in the proper position. The root cause of positioning issue was most likely use related. Low flow was confirmed on data logs but without product return, the root cause of the low flow was unable to be determined. Without additional clinical information, the true root cause of limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, echo was completed at bedside and the catheter was out of position. The pigtail was likely trapped under the chordae. The patient's urine was red due to hemolysis. The doctor declined repositioning due to possibly dislodging the impella. Suction alarms were also noted. Additionally, the patient's right lower extremity was ischemic. The levo dose was increased and the foot went cold roughly an hour after. The impella was removed and the impella 5.5 was placed.